Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient has received damaged primary packaging twice for the infusion sets received on (B)(6) 2026, including a torn adhesive strip and side damage. No further information available.